Event description:
It was reported that the device would not power on completely. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The system pcb assembly was further evaluated and it was determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u14, which is located on the single board computer from the system pcb assembly.